Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).

Manufacturer narrative:
G4: this device is not distributed in us so that 510k# is blank. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos module with drive pcb. In addition, our technician confirmed that the light emitting diode(led) fluid damage, the insertion flexible tube buckled, the suction channel buckled, and the u/d and the r/l pulley wires worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.